Manufacturer narrative:
Follow-up #1; date of submission: 08/17/2016. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that the user's blood glucose (bg) reading was greater than or equal to 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. Troubleshooting could not be completed. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2018 with the following findings: during investigation, the complaint was reported on (B)(4) 2016 the pump was in use for deliveries until (B)(4) 2018 therefore all black box and pump totally daily dose (tdd) history is no longer available for time of complaint. The pump passed all required delivery accuracy testing with no delivery malfunctions were found. The current tdd history confirms the pump is delivering the programmed basal rate.